Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device the first clip usually fires appropriately, then all others come out with such force that it pushes away the structures it is supposed to clip. There were malformed staples and they dropped off of the tissue after being placed. All ejected clips were removed from the patient with graspers. Another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.